Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump graph button was lagged. Customer stated that the insulin pump had unexplained no delivery alarms. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Device was received with a scratched case, a cracked keypad overlay and a cracked case behind the insulin pump near the battery tube compartment. The test reservoir does lock properly inside the reservoir tube. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. No unexpected occlusions or insulin flow blocked alarm during testing noted. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. (B)(4).